Manufacturer narrative:
The device was received in normal range of operation and within expected battery capacity. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance, pacing, high voltage charging and capacitor maintenance test, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that the charge time noted on the device prior to implant was suspected to be inadequately long at 10.9s. The device was not implanted. The patient was in stable condition.

Event description:
Additional information was received indicating event occurred prior to the start of the procedure. A replacement device was implanted.